Event description:
Consumer complaint of high blood results. Caller feels her results are incorrect. Results from memory are 319, 552, 435, 301, 248, 369. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).